Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged hospitalized due to dka, high bg, pump has a crack it/scratch, sensor anomaly and critical battery failure change sensor. Unit had faded end cap address label, pillowing keypad overlay and other cosmetic damages listed below, the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0874 inches. Unit communicated properly with the guardian link 3 and the test plug. Unit was able to calibrate the test value of 239 mg/dl and was listed on the pump screen. No sensor communication anomaly, calibration anomaly, critical battery failure change sensor or sensor type alarms noted during testing. Unit passed the functional test. Unable to verify customer alleged for dka and high bg. Cosmetic damage - confirmed. Unit also had cracked battery tube thread, cracked case at the battery tube side, minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, cracked keypad overlay at the select button and cracked retainer. Customer alleged not confirmed for sensor anomaly and critical battery failure change sensor. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear customer said he was hospitalized due to dka last sunday. Device has a crack it/scratches . Sensor anomaly. Device had faded end cap address label, pillowing keypad overlay and other cosmetic damages listed below, the test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and care link upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Device communicated properly with the guardian link 3 and the test plug. Device was able to calibrate the test value of 239 mg/dl and was listed on the pump screen. No sensor communication anomaly, calibration anomaly or senor type alarms noted during testing. Device passed the functional test. Cosmetic damage - confirmed. Device also had cracked battery tube thread, cracked case at the battery tube side, minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, cracked keypad overlay at the select button and cracked retainer. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6), 2021. Blood glucose level at the time of incident was 336 mg/dl. There were crack and scratches on the insulin pump housing. The auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.